Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress that was applied to the insertion section while the user was handling the device which led to damaged ccd-unit (charged coupled device). As a result, the suggested event occurred temporarily. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The scope had working image with no issues. The device evaluation found non-olympus insertion tube, bending section cover and bending section cover, insertion tube had deep dents, the control body had minor dents. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope displayed a bad image or no image. The issue was found during preparation for use, in an unknown procedure. There were no reports of patient harm.